Event description:
Pt was placed on vent at 7:45 and at 08:00 the vent completely shut off. The screen went blank. The vent came back on but the screen was only illuminated. The regular display was not there. Vent was immediately removed and nurse started bagging the patient. Vent was taken out of service and was replaced with another vent. No harm to patient, pt was discharge home in stable condition on (B)(6) 2015. Diagnosis or reason for use: anaphylatic reaction. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.